Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 180mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump passed the displacement and rewind tests. The motor was tested outside of the device and it passed. The pump gave a motor error and another error alarm during the basic occlusion test due to severe moisture damage on the force sensor. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a cracked belt clip slot.